Manufacturer narrative:
Bactiseal catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that a patient who had a ventricle-peritoneal shunt procedure and the peritoneal catheter is protruding through the patient¿s skin in the abdomen. Catheter was replaced on (B)(6), 2021.